Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer was sitting while the alarmed occurred. Customer stated insulin pump was not exposed to a high magnetic field. Customer blood glucose reading was 147 mg/dl. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. No unexpected pump error noted during testing. Motor was tested outside the device and passed. Unit received with cracked retainer, cracked case at battery tube side, minor scratched display window, cracked keypad overlay at select button, and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.